Event description:
The customer reported the system, would not display a usable/stable/viewable fluoroscopic image. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and restrapped the input transformer. The system operates as intended.